Event description:
It was reported that during external genital procedure, the surgical field was a tightly defining area to be operated . Two burn-like lesions were discovered when removing of the fields. It were similar in size and shape to the tip of the electric scalpel, under the fields, at a length from the operating site, on the inner side of the thigh and the iliac wing. The lesions were covered by skin glue. Estimated burn grade 2 superficial. The lesions will be scarred, which may produce skin marks.

Manufacturer narrative:
(B)(4). Additional information provided: other competitive product: erbe medical electric scalpel. Vio 3 4 sorties: bi, mono, mf, mf-u identifie: 8. Reference: (B)(4). Lot number: 11502281. Other competitive product: (B)(4) intco industries co ltd. Electric scalpel (electrode/handle). Disposable electrosurgical pencil. Controle graphique. Reference: (B)(4). Lot number: 16679. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: will the device be returning for analysis? Are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to (B)(4). What medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? What is the current status of the patient? How was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Where was the return electrode placed? How close was the return electrode to the surgical site? Was the burn located under the return electrode? Where is the burn located? Are the burns close by each other or far apart? Where was the electrode pencil placed when not in use? Was a holster used for the electrode pencil?

Manufacturer narrative:
(B)(4). Date sent: 6-13-2022.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2022. Photo analysis: this is an analysis of a set of images submitted to ethicon endo-surgery for evaluation. Image: this one photo looks like from a toddle, showing two separate skin lesions located at the right iliac wing and inner side of the right thigh. Both lesions appear as redness. The top one is dry with no skin swollen or blister visible while the lesion in the inner thigh is wet with blister. The skin lesions is likely first to second degree of burn injury. Since the size and shape of the skin burn appear to be consistent with tip of electric scalpel used in the procedure, the likely cause of the burn injury is due to user handling. As part of the ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: are there any photos of the burn that you could share with us in regards to the burn? Yes. What medical intervention was used to treat the burn? (Such as salve or stitches) surgical glue. Besides the burn, did the patient experience any adverse consequence due to the issue? No. What is the current status of the patient? Cured. How was the patient positioned? On the back. How was the room set up to include patient set up and where was the pad in relation to the patient? Unk. Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Unk. Where was the return electrode placed? Sacred position. How close was the return electrode to the surgical site? Surgical site pubis, 1 year old child. 10, 20 cm ? Was the burn located under the return electrode? No. Where is the burn located? Are the burns close by each other or far apart? 2 burns. Where was the electrode pencil placed when not in use? Unk. Was a holster used for the electrode pencil? Unk. How was the room set up to include patient set up and where was the pad in relation to the patient?room set up as usual. The position is no longer known precisely, probably lumbar or posterior thigh. Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? No. The surgeon does not think. Where was the return electrode placed? Put down on the field, as usual. Was a holster used for the electrode pencil? No. Upon review of the additional information the surgeon has indicated that the device did not contribute or cause the complications and that there was no deficiency with the 0865c used in the procedure. Based on available evidence the issue may have resulted in user handling of the hand held device that is not ethicon related. This file is no longer a us FDA serious injury file.